Manufacturer narrative:
Ipg serial number was included in multiple field advisories: (B)(4).

Event description:
It was reported the patient claimed the ipg would only work sometimes. The patient did not lose stimulation, and was still able to charge the ipg. To address the issue, the physician explanted and replaced the ipg with a new model, resolving the issue. Postoperatively, effective therapy was reported.